Event description:
According to the reporter, pre-operatively, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another reload was used. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.